Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reported lancet protruding from multiclix lancing device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.